Event description:
A report was received alleging that upon placement of the tracheostomy tube, the cuff was found to be leaking. The patient was immediately suctioned and an emergent exchange of the tracheostomy tube was performed. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. Hen and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.